Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. It was reported that the pump was not giving audible tone and vibration. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/04/2013 device evaluation: the device has been returned and evaluated by product analysis on 11/22/2013 with the following findings: the audible alarm did not respond at the pump power up or during alarm situations. The vibrator did respond at the power up, during alarm situations, and during bolus operations per normal operation. There was no evidence of moisture contamination or loose electrical components identified inside the pump. The solder joint at piezo was cracked. Once a test cover was installed, the audio responded properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.